Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricle lead was explanted as it exhibited high thresholds and loss of capture during the reposition attempt the lead wouldn't capture so the lead was then replaced. No additional adverse patient effects were reported.